Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak the connection of the supply line of the homechoice cassette and supply bag, that led to this alarm. The connection was wet. Renal therapy services (rts) assisted with removing supplies and advised to drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.